Event description:
It was reported the image of gastrointestinal videoscope appeared as red noise and no image was displayed. The issue occurred during setup and was not resolved by disconnecting and reconnecting the scope. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the image issues was a faulty scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.